Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline (dl) wire damage that could have contributed to the reported event. A distal end driveline replacement was performed by a technical services representative on 15feb2019. Approximately 18.75¿ of the external portion/distal end of the driveline was returned. Additional segments of each wire were also returned ¿ approximately 1¿ of the brown wire, 1.25¿ of the black and red wires, 1.5¿ of the green and yellow wires, and 2.75¿ of the orange wire. These segments were examined under a microscope and no mechanical damage was observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient later underwent a transplant on (B)(6) 2019 and (B)(4) was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing. The distal end of dl was returned in two segments ¿ an 8.5¿ middle segment and the 26.5¿ distal end. Evidence of the previous driveline repair was present on the distal end of dl. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow graft and outflow graft bend relief were returned attached to the outflow elbow, which was attached to the pump¿s outlet port. An additional segment of outflow graft and outflow graft bend relief was severed and returned detached. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Evaluation of the pump¿s blood contacting surfaces upon disassembly also revealed no evidence of developed depositions or thrombus formations. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual examination of the wires of the 8.5¿ middle segment revealed a breach to the insulation of the black wire, approximately 10.5¿ from the pump housing. Additional breaches were observed to the yellow and orange wires on the 26.5¿ distal segment of driveline, approximately 11.5¿ from the pump housing. The yellow wire redundantly supports motor phase 1, the black wire redundantly supports motor phase 2, and the orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. Electrical continuity testing of the pump-end and distal segments of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The damage to the 8.5¿ middle segment and 26.5¿ distal end was then bypassed and the remainder was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The 2.5¿ pump-end segment was submerged as well. This test did not reveal any additional areas of current leakage. The pump stoppages and hazard alarms that were confirmed through the analysis of the patient's log file could have resulted from a short to ground if the exposed conductors from any phases¿ wires made contact with each other or simultaneous contact with the braided shield on either the power module or mobile power unit. A short to ground would have also occurred if the exposed conductors of any of the breached wires contacted the braided shield while the patient was supported by the power module or mobile power unit. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that stated that the patient was awaiting an orthopedic heart transplant(oht) inpatient as unos status 2 for lvad complications. This was due to a likely internal electrical fault.

Manufacturer narrative:
Section b1: corrected to product problem. Section b5: additional information. Section h1: the report type was changed from a malfunction to a serious injury.

Manufacturer narrative:
Approximate age of device - 4 years and 1 month. Device evaluated by MFR: the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient experienced pump off events when connected to the mobile power unit (mpu). The alarm was reproduced with the patient standing a twisting their torso. The log file captured low speed and pump stop events on (B)(6) 2019 at 21:36-21:46 . These issues only appears to be occurring while the vad is connected to the mpu. On (B)(6) 2019 the patient had a driveline replacement about 3 inches from the exit site. The patient was tethered post replacement via ground patient cable with no issue.

Event description:
Additional information received stated the patient received a transplant. The pump was stated to be returning for evaluation.